Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6) ) had fallopian tube occlusion insert (batch no. 852004) inserted. The report describes a case of pelvic pain ("pelvic chronic pain"). The subject's past medical history included pelvic inflammatory disease. Previously administered products included for an unreported indication: diazepam in 2012, oral contraceptive in 2012 and ibuprofen in 2012. Concurrent conditions included pelvic pain. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, 4 years 8 months after insertion of fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (bilateral total salpingectomy for essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: at device placement visit, adequate visualization of both, right and left, tubal ostia achieved. Primary reason for the intended device removal on patient's request (not medically necessary) was the event "chronic pelvic pain". The patient was admitted to the hospital to perform a scheduled surgery. Preoperative ultrasound was performed. Findings: uterus and annexed with normal macroscopic findings. Technique: location, coagulation and section of both tubes with complete removal of both devices. They send extracted pieces to pathology. Correct hemostasis. Clear urine. Location of the devices was confirmed in right and left intact tubes, respectively the subject had a mild/moderate improvement at 1 month after removal. The investigator did not know whether essure contributed to the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative . Check after bilatral laparoscopic total salpingectomy - on (B)(6) 2017: location of the devices was confirmed in right and left intact tubes, respectively. Most recent follow-up information incorporated above includes: on 23-jul-2018: device removal form received - investigator confirmed the medical device removal occurred due to pelvic pain, therefore the event "medical device removal" was deleted and added as treatment for the pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 000100011) had fallopian tube occlusion insert (batch no. 852004) inserted. The report describes a case of medical device removal ("essure removal"). The occurrence of additional non-serious events is detailed below. The subject's past medical history included pelvic inflammatory disease. Previously administered products included for an unreported indication: diazepam in 2012, oral contraceptive in 2012 and ibuprofen in 2012. Concurrent conditions included pelvic pain. On (B)(6)2012, the subject had fallopian tube occlusion insert inserted. On (B)(6)2016, 4 years 8 months after insertion of fallopian tube occlusion insert, the subject experienced pelvic pain ("pelvic chronic pain") (seriousness criterion intervention required). On (B)(6)2017, the subject underwent medical device removal (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (bilateral partial salpingectomy) and surgery (bilateral partial salpingectomy). Fallopian tube occlusion insert was removed on (B)(6)2017. At the time of the report, the medical device removal outcome was unknown and the pelvic pain was resolving. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: adequate visualization of both, right and left, tubal ostia achieved (device placement visit). The patient was admitted to the hospital to perform a scheduled surgery. Findings: uterus and annexed with normal macroscopic findings. Technique: location, coagulation and section of both tubes with complete removal of both devices. They send extracted pieces to pathology. Correct hemostasis. Clear urine. The subject had a mild/moderate improvement at 1 month after removal. The investigator did not know whether essure contributed to the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Pregnancy test urine - on (B)(6)2012: negative the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred terms: pelvic pain - the analysis in the global safety database revealed 10.985 cases. Medical device removal - the analysis in the global safety database revealed 767 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6)2018: patient ID updated. Medical history provided. Essure was removed on (B)(6) 2017 (¿essure removal¿ added as event). Outcome of pelvic pain updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 41-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no: 852004) inserted. This case describes the occurrence of pelvic pain ("pelvic chronic pain"). The subject's medical history included pelvic inflammatory disease. Previously administered products included for an unreported indication: diazepam, oral contraceptive and ibuprofen. Concurrent conditions included pelvic pain. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, the subject experienced pelvic pain (seriousness criterion intervention required), 4 years 8 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (bilateral total salpingectomy for essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: at device placement visit, adequate visualization of both, right and left, tubal ostia achieved. Primary reason for the intended device removal on patient's request (not medically necessary) was the event "chronic pelvic pain". The patient was admitted to the hospital to perform a scheduled surgery. Preoperative ultrasound was performed. Findings: uterus and annexed with normal macroscopic findings. Technique: location, coagulation and section of both tubes with complete removal of both devices. They send extracted pieces to pathology. Correct hemostasis. Clear urine. Location of the devices was confirmed in right and left intact tubes, respectively the subject had a mild/moderate improvement at 1 month after removal. The investigator did not know whether essure contributed to the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Pregnancy test urine: on (B)(6) 2012: results: negative. Check after bilatral laparoscopic total salpingectomy: on (B)(6) 2017: location of the devices was confirmed in right and left intact tubes, respectively. Most recent follow-up information incorporated above includes: on 4-jan-2019: patient demographic data were updated. On 30-oct-2017 the patient recovered from pelvic pain. On 4-jan-2018: wrong fup receipt date provided. We received a lot number/returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 852004) inserted. The report describes a case of pelvic pain ("pelvic chronic pain"). The subject's previously administered products included for an unreported indication: diazepam in 2012, oral contraceptive in 2012 and ibuprofen in 2012. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, 4 years 8 months after insertion of fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (essure removal pending). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: adequate visualization of both, right and left, tubal ostia achieved (device placement visit). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2920 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device evaluation received. Company causality comment . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) received fallopian tube occlusion insert for birth control. The report describes a case of pelvic pain ("pelvic chronic pain"). The subject's previously administered products included oral contraceptive (hormonal manipulation to promote atrophic or proliferate endometrium administered prior to placement procedure), ibuprofen (500mg - nonsteroidal anti-inflammatory drug (nsaid) administered prior to the procedure) and diazepam (10mg via oral route - anesthesia method used prior to the procedure). On (B)(6) 2012, the subject started fallopian tube occlusion insert (lot number 852004). On (B)(6) 2016, 1721 days after starting fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criterion clinically significant/intervention required). The subject was treated with surgery (essure removal pending). Fallopian tube occlusion insert treatment was ongoing at the time of the report. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: adequate visualization of both, right and left, tubal ostia achieved (device placement visit). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: pregnancy test urine result was negative. Company causality comment: this medically confirmed, study case report refers to a female subject who was involved in an interventional company sponsored study (study number: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and experienced pelvic chronic pain. Essure removal is pending. Pelvic pain was considered as non-serious by the investigator and regarded as anticipated according to the investigator's brochure for essure. Pelvic pain may occur with essure therapy. In this case, subject experienced this event about 1721 days after essure insertion. The investigator considered this event as related to essure. Based on its nature and lack of alternative explanation, company also considers the event as related to essure. This case was regarded as incident because device removal will be required. Further information and product technical analysis are being sought.